Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet and the battery gauge was noted to be fluctuating. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 147 mg/dl.